Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) was connected to the mobile app but not to the ilet, resulting in signal loss to the ilet until the connection reestablished after cgm settings were toggled and the pairing code was reentered. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included restoration of continuous glucose data display on the ilet and no clinical impact. User support included telephone troubleshooting and user education regarding cgm pairing and settings. Investigation of this case revealed a temporary communication issue between the cgm and the ilet that resolved with standard reconnection steps, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption due to setup or connectivity conditions, resolved through guided troubleshooting.